Manufacturer narrative:
This info was not provided during initial report of the event. Additional info has been requested. Investigation has not been concluded. No conclusion could be drawn. Review of the manufacturing records has been requested.

Event description:
A pt specific implant was removed because pt developed an infection.